Event description:
While using a byte night aligners, patient was examined by dentist and orthodontist. It was found that the patient's teeth are really loose and possible bone damage from the aligners. Patient's front teeth are the concern.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.